Manufacturer narrative:
The device system was expected to be returned. However, analysis is not needed. No further information is available, at this time. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. As a result, the patient was given IV (intravenous) antibiotics, was hospitalized, and the device system was explanted. No additional adverse patient effects were reported.